Event description:
It was reported that the svc coil set screw would not secure the lead into the header. The device was not implanted. The patients condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of a svc set screw anomaly was confirmed in the laboratory and was caused by header epoxy obstructing the connector blocks threads. During bench testing, the svc set screw could not grasp a minimum diameter pin gauge.